Manufacturer narrative:
Unk injury. The caster allegedly fell off. The MFR, model and serial number for this walker are unk. Product has not been returned for an eval so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer alleges one of the wheels on the walker fell off, causing her to fall. The consumer allegedly spent several days in the hospital. Details of the alleged incident are not known at this time.